Manufacturer narrative:
No conclusive evidence has been provided that supports or opposes the fact that the invisalign system aligners caused or contributed to the reported symptom. This event is being filed as an MDR as the patient reported being hospitalized for an extended period of time and the invisalign product was being used. A UDI could not be provided in this report as this information was not captured in this complaint ticket.

Event description:
The patient reported symptoms of facial drooping, redness and numbness of the face and gums. The patient reported being hospitalized, and had a blood test, MRI and a spinal test performed. The patient reported being prescribed solu medrol (steroid) to alleviate the reported symptoms. The treatment was discontinued on (B)(6) 2022. The treating doctor shared the potential root cause could have been a reaction to the aligners.